Event description:
Patient here for an egd/colonoscopy. Dr stated during the colonoscopy that the bowel was perforated. The scope prior to the procedure was cleaned, leakage tested and ran thru steris according to procedure and protocol. After the procedure, the scope appeared broken, a tear was noted with metal sharp edges exposed. The pt was transferred to the hosp, where surgery was performed and is in stable condition.